Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia, with a lowest recorded blood glucose of 61 mg/dl and approximately 30 minutes below range, in the context of pre-treating for perceived lows and mis-announcing meals; troubleshooting and education were provided on appropriate meal announcements and avoidance of pre-treatment to allow the system to adapt insulin needs. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no professional medical intervention or hospitalization. Investigation included complaint handling with user interview and product-use troubleshooting. Investigation of this case revealed that user behavior likely contributed, but a definitive device-related cause was not identified. It was concluded that the event involved hypoglycemia with cause unclear and that user education was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.